Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected increased shock impedance measurements. It was also reported that there was noise resulting in pacing inhibition.